Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy, but the screen will not go past the logo screen in an arctic sun device. They have cycled the power and tried different outlets. S/n (B)(6). Confirmed enough time had elapsed for the logo to go away and therapy selection screen to appear. Nurse confirmed it had. Suggested sending device to biomed. Nurse stated they do not have any other devices. Suggested checking with the ICU to see if they have one that could be loaned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy, but the screen will not go past the logo screen in an arctic sun device. They have cycled the power and tried different outlets. S/n: (B)(6). Confirmed enough time had elapsed for the logo to go away and therapy selection screen to appear. Nurse confirmed it had. Suggested sending device to biomed. Nurse stated they do not have any other devices. Suggested checking with the ICU to see if they have one that could be loaned.